Manufacturer narrative:
Additional information correction:patient code. The leak occurred after hanging the bag for infusion. There was no report of patient injury or medical intervention associated with this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked at the administration site. The device was filled with either an electrolyte or sodium chloride solution. The medication is mixed then the final 466ml is transferred into the intravia bag through a 0.2 micron filter using a baxter repeater pump on medium setting. At the centers, they inject one 14ml syringe and one 20ml syringe via an 18 gauge needle. The bags are never more than ± 6 ml. After the bag was filled at the pharmacy, it was squeezed to check for leaks and none were identified. The leaking was reported after the end user received the bag. There was no patient involvement. No additional information is available.